Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that plunger rod error occurred during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "update: per customer: I contacted the pump manufacturer and the pumps are validated for 3cc-60cc syringes. The syringe in question was 1cc. Per email: I had a nurse from the floor that said she was having issues with the syringe when it is used in a syringe pump. Plunger is too flexible it bends to easily not gripping in the syringe pump has to put hand in syringe pump to stabilize concerned that this could cause injury."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger rod error occurred during use with a bd 1 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "update: per customer: I contacted the pump manufacturer and the pumps are validated for 3cc-60cc syringes. The syringe in question was 1cc. Per email: I had a nurse from the floor that said she was having issues with the syringe when it is used in a syringe pump. Plunger is too flexible it bends to easily. Not gripping in the syringe pump. Has to put hand in syringe pump to stabilize concerned that this could cause injury."